Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient not wearing a mask and not performing exit site care daily. Peritonitis was manifested by cloudy effluent and abdominal pain. On the same day, the patient was hospitalized for the event. The patient was treated with intraperitoneal gentamicin (80mg, daily and duration not reported) for peritonitis. The patient was discharged from the hospital five days after admission. At the time of this report, the patient was recovering and antibiotic therapy was ongoing. Peritoneal dialysis therapy was ongoing. The patient was retrained on aseptic technique. No additional information is available.